Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by nausea, mild abdominal pain and cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with unknown intraperitoneal antibiotics for two weeks (doses, frequencies, and routes not reported). At the time of this report, the patient had finished the course of antibiotic therapy ¿approximately one week ago¿ (date unspecified). On an unknown date, the patient was recovered from the peritonitis event. No information was provided regarding whether dianeal treatment was ongoing. No additional information is available